Manufacturer narrative:
The device was explanted but not returned. Based on the report, it is likely that the event was related to the procedure. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was given too much anesthesia and experienced a cardiac arrest. The patient was stabilized; however, the procedure was aborted. The implant procedure will be rescheduled in the future. There have been no reports of further complications regarding this event.